Manufacturer narrative:
Citation: salama et al. Cardiac reverse remodeling and changes in heart failure indices after transcatheter tricuspid valve replacement in adults with congenital heart disease. Circ cardiovasc interv. 2024 jan;17(1):e013334. Doi: 10.1161/circinterventions.123.013334. Epub 2023 nov 9. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding cardiac reverse remodeling in heart failure indices after transcatheter tricuspid valve replacement in adults with congenital heart disease. The study population included 39 patients who were predominantly female with a mean age of 39 years.  Multiple manufacturer¿s devices were implanted in the study population; 14 patients were implanted with a medtronic melody bioprosthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients adverse events included: structural prosthetic valve dysfunction, moderate to severe tricuspid regurgitation, moderate to severe paravalvular leak, prosthetic valve endocarditis, increased transvalvular gradient, stenosis, atrial flutter, atrial tachycardia, atrial fibrillation, and re-intervention.  No further information was provided pertaining to medtronic products.